Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was admitted to the hospital due to syncope. Asystole was noted in the upwards of 10 seconds. It was noted that p waves were seen with no ventricular activity or pacing. It was not possible to reproduce any abnormal measurements when it comes to this pacemaker and competitor lead. Finally the pacemaker and competitor lead were replaced. The device will be returned. No additional adverse patient effects were reported.